Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead experienced short interval counts of greater than three thousand, and showed one hundred and fifty-four non-sustained episodes. The patient's device alarmed and the patient was brought to the cardiologist's office. The patient was subsequently sent to the hospital where the rv lead was replaced and a new device implanted. No further patient complications were reported as a result of this event.